Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during an intraocular lens implant procedure, the trailing haptic had torn by getting caught with the plunger during the course of implantation. The lens was removed from the eye and replaced with another lens. A suture was performed for the incision made. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The complainant states the use of a viscoelastic which is not qualified to be used with the associated iol model. The reported complaint was not observed as no sample was returned for analysis. However, based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the customer states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. There have been no other complaints for this lot. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).